Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
B3: date of event is estimated.

Event description:
Related manufacturer report number 3006705815-2023-05592. It was reported the patient's leads migrated and are causing discomfort. The issue was confirmed via x-rays. In turn, surgical intervention may take place later to address the issue.